Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred, that the pump battery was depleting quickly and that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.